Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified circumflex lesion. Pre-dilatation was performed with an unspecified balloon dilatation catheter. Then a 3.0x18mm xience alpine stent was being advanced when the physician noted a perforation was present. Per the physician, the unspecified balloon dilatation catheter used for pre-dilatation caused the perforation. It was decided to remove the xience alpine stent and treat the perforation with a 2.8x16mm rx graftmaster stent. No device issues were noted with the xience alpine and the device was removed. However, the 2.8x16mm rx graftmaster stent failed to cross the lesion due to the anatomy. A 2.8x19mm rx graftmaster stent was used to successfully complete the procedure and seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.